Event description:
This is a spontaneous report from a peritoneal dialysis (pd) nurse of the hospital in other country. In 2008, the minicap (lot unknown) came to loose during sleep. No consequences to the patient were reported. The sample is not available for the evaluation.

Manufacturer narrative:
The sample was not available for evaluation.